Manufacturer narrative:
Lot number was reported as s16i21058. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was found with a heater line broken during unpacking. This issue was observed before use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection noted that the heater line connector was damaged/broken. The shrouded connector's stem bonded to the tubing was broken in a clean fracture. A pull test was performed on ten pieces of shrouded connector/tubing did not result in any breaks/fractures at the base of the stem. Underwater pressure test was performed on rest of the set and no abnormality observed for the sample received. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.